Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 95% restenosed distal circumflex artery. The lesion was crossed with a whisper guide wire and pre-dilated with a non-abbott balloon. A 2.75 x 15 mm vision was advanced to the lesion with some resistance. The stent could not cross the lesion after using strong force so the catheter was withdrawn from the anatomy and there were flared stent struts noted. A new 2.75 x 15 mm vision was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned goods analysis confirmed balloon peeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper; guide cath: medtronic. (B)(4) - against resistance. Evaluation summary: the device was returned for evaluation. The reported stent damage could not be confirmed; however, there was balloon material peeling on the returned device. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) (B)(4) revision c states: should any resistance be felt at any time during either lesion access or removal of delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.